Event description:
The customer received control readings of 151 and 137mg/dl on the contour next meter. The readings were not automatically marked as a control tests, which will be displayed as blood results when accessing the meter¿s memory. No adverse event was alleged. The test strips are expected to be returned for evaluation. New meter and strips were sent to customer.